Manufacturer narrative:
(B)(4). Sw 5.2 a. Retainer ring = black. The customer complained about the unit having a pump error 53, failed batt test, and cosmetic damage at battery compartment on the event date of (B)(6) 2022. Unit passed displacement test, active current test, sleep current test, and selftest. No alarms or alerts were noted during testing, however, failed batt test with the date and time (B)(6) 2022 at 08:18:14.000 was found in the history files successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts were noted during testing. Also, pump error 53 was present in the history download on the event date of (B)(6) 2022 08:17:46.000. Tested with a test p-cap and the test p-cap locked in place properly. The unit received pillowing keypad overlay. The pump was cut open to perform a visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Cracked case. Cracked keypad overlay. Cracked case (battery tube) pump error 53 was confirmed due to a possible hw issue; a problem isolated to the electronic stack. Failed batt test not confirmed during testing. Failed batt test alert expected. Cosmetic damage was confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Health effect clinical code has been updated and provided with this report in section h6. Component codes has been updated and provided with this report in section h6.

Event description:
It was reported that the customer had software error detected pump error alarm. The customer also reported battery failed alarm and crack on battery compartment. The device was returned for the analysis.